Manufacturer narrative:
On (B)(6) 2011, a respiratory therapist reported that, inovent # (B)(4) alarmed delivery failure while in use on a pt. Results: unable to duplicate the reported observation. When the device was returned for investigation, no fault was found and the reported failure could not be reproduced. The device passed all required testing and operates to manufacturer's specifications. The alarm log indicates the device stopped delivery as designed, when >100 ppm of nitric oxide was monitored. Interviews with clinicians attending the pt yielded no additional data as to the cause of the event.

Event description:
On (B)(6) 2001, a respiratory therapist reported that, inovent # (B)(4) alarmed delivery failure while in use on a (B)(6) premature female ((B)(6)), who was receiving inomax (nitric oxide) at 15 ppm for bronchopulmonary dysplasia (bpd) with 45% oxygen being delivered via nasal cannula. The pt was also receiving the vasodilator, sildenafil, as well as other unspecified concomitant medications. The nurse who initially responded to the alarm reported that the pt's oxygen saturation dropped to 38% from a baseline of 88-92%, but when the respiratory therapist arrived, less than a minute after the alarm first sounded, the pt's oxygen saturation was 73%. The respiratory therapist turned the inovent off and then quickly turned it back on; the device again started to alarm, so the device was again turned off. In the meantime, a neopuff was utilized to deliver nitric oxide to the pt, but her oxygen saturation remained below baseline. A back-up unit was unavailable, so after a few minutes the respiratory therapist tried turning the inovent on again, and this time the device started and passed all pre-checks. Once put back on the inovent with inomax at 15 ppm, the infant's oxygen saturation rose to 92%. According to the respiratory therapist, it took a total of about 3 minutes from the time she arrived at the pt's bedside until the inovent was successfully re-started and the pt's oxygen saturation returned to 92%. Inovent # (B)(4) remained in use on the pt, without further incident, until a replacement unit was obtained. The pt was subsequently switched to the replacement device, and inovent # (B)(4) was removed from service by the customer and is being returned to the company for investigation. The respiratory therapist considered the pt's oxygen desaturation to be moderate and to be probably related to the device failure and the interruption of inomax delivery.